Manufacturer narrative:
Siemens filed MDR 1219913-2016-00026 on january 22, 2016 reporting a (B)(6) advia centaur xp hcv (ahcv) result on a sample from a patient that is known to be (B)(6). On april 12, 2016 siemens received the sample and tested it for heterophilic antibodies. Results indicate that heterophilic antibodies are not the cause of the (B)(6) result. The testing does not rule out any other interferent that may be present in the sample which may block antibodies that are present in the sample from binding to the solid phase. Additional studies indicate that there is a weak response to the 200 antigen in the assay but the response is not strong enough to yield a (B)(6) result. The issue appears to be sample specific. Root cause cannot be determined.

Manufacturer narrative:
The root cause of the discordant result is unknown. Siemens has requested the sample for internal testing. The limitations section of the ous instructions for use states: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions." Advia centaur xp (B)(6) lot 062256 expiration date 06/12/2016 (B)(4). Advia centaur xp (B)(6) lot 062260 expiration date 09/16/2016 (B)(4).

Event description:
The customer observed a (B)(6) advia centaur xp (B)(6) result on a sample from a patient that is known to be (B)(6) for (B)(6). There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp (B)(6) result.